Event description:
It was reported by the affiliate that during a lar procedure, the generator of the system gen220 started emitting a loud and intense sound after 15 minutes working and the shears stopped working. The users tried to turn the device off and then on, but in vain. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off and missing. Additionally, the device was returned with the clamp arm detached. The analysis results found that device b was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional and an error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error."